Manufacturer narrative:
(B)(4) - follow up for device evaluation. A leak through the plunger was reported. To support the investigation, one sample with a packaging blister top web was submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification, and no defects or imperfections were identified. The sample subsequently underwent leak testing and passed without issue. A device history record (DHR) review was performed for material number 303552, lot 4302265. The review did not reveal any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were completed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the returned sample analysis and the investigation conducted, the reported symptom could not be confirmed.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Syringe leaking through the plunger. Additional information is there any impact on patients? If yes, please explain in detail? No. Has anvisa been notified? If so, what was the notification number? Yes, (B)(4). Could you confirm the date of the event (dd/mmm/yyyy)? 05/07.